Event description:
It was reported that the disposable stopped working about 5 minutes into the laparoscopic roux-en-ythe caller did not have any other details about problem but stated a second instrument was used to complete case with no patient consequence.